Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: on examination, the keypad cover was noted to be lifted at the ok button. Investigation confirmed keypad damage. The keypad buttons were tested and all the buttons demonstrated appropriate response. Investigation did not duplicate the alleged unresponsive ok button. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for further investigation and did not reveal any evidence of o damage, defect or contamination of the pump¿s interior components.